Manufacturer narrative:
Removed b24, added b01.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.